Event description:
Customer stated that the file broke during the first use. Torque setting 1.5 - 350rpm - x-smart ez slow speed hp. Doctor was able to retrieve the broken file and there was no patient injury.

Manufacturer narrative:
Complaint investigation: customer states that the file broke during the first use. Complaint investigation: batch h74586 was put to stock in march 2017 in work order (B)(4). (B)(4) were stocked and the last unit was sold in february 2018. No remaining units are available in stock. This unit is a kit that contains 6 hyflex files, pn 50009712 04/45 x 25. A review of the complaint history for this part demonstrates that no additional complaints for this issue have occurred for this part number in the last 12 months. Discussion with the product engineer indicate that the torque and rpm settings used by the customer are within recommended levels. A possible root cause of the file breaking on first use may be (the end user) using a file that was too large during the procedure or a defect in the file metal. As no product is being returned and no additional details are available regarding the broken file, it is not possible to do additional root cause analysis. There have been no additional complaints from this batch at this time. Further review of the risk file ((B)(4)) identified an additional possible root cause for file breakage: file was used multiple times resulting in loss of functionality. Root cause analysis: why? Customer states file broke during first use. Why? Customer is dissatisfied with the performance of the hyflex file. Why? Customer expectations do not meet final delivered product quality. Why? See possible root cause above in complaint investigation. Risk assessment: severity: serious. Probability: improbable. Risk: minimal. CAPA assessment: no CAPA required at this time. Complaints will be monitored.